Event description:
An incident occurred whereby a pt self administered a bolus/overinfusion of cyclizine 100mgs/diamorphine 20mgs in 10mls sterile water. Pt removed protective sleeve of device and infused drugs some time in 3.5 hours. No adverse effect on patient. Nursing staff found device in pieces - cover, device and syringe were in different places. Syringe was found in patient's pajama leg and drawn back to 11ccs with air and no medication was present.